Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported the patient developed a pocket infection. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was removed. Additionally, the right atrial (ra) lead displayed high impedance. It was also reported that approximately eleven months prior, a thrombus in the right atrium was visualized on a trans-esophageal echo cardiogram. The patient was treated with anticoagulants. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.